Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit for a vns patient. At a later office visit, the impedance was ok. The high impedance appears to be intermittent. The pt reported no manipulation or trauma that could have contributed to the event. X-rays were sent to the manufacturer for review. A review of the x-rays identified that the lead connector pin was not fully inserted into the generator connector block. Revision surgery to correct the issue is likely.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin not fully inserted past the connector block of generator. Device failure is suspected, but did not cause or contribute to a death or serious injury.